Event description:
It was reported that when using the bd pyxis¿ es server, user reported that there was an alert on cloverleaf engine and alert states that interface messages were not processing, pyxis formulary closing down error and not initializing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes no findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter first name, initial reporter last name, initial reporter phone & initial reporter e-mail. Upon investigation of the actual device used in this incident, it was determined that the system interface messages were not processing, and a pyxis formulary closing down error occurred. A technical support specialist (tss) determined that the issue had been caused by high central processing unit (cpu) utilization on the bd interface server, which resulted in resource constraints. The tss noted that this condition impacted end users by preventing patient and medication messages from transmitting to the pyxis es environment and caused the medstations to enter automatic critical override mode. The tss coordinated with the bd interface engineer, who identified that the cpu usage had reached maximum capacity due to the internet information services (iis) process. The iis service was restarted, which restored cpu usage to normal levels and allowed message processing to resume properly. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user reported that there was an alert on cloverleaf engine and alert states that interface messages were not processing, pyxis formulary closing down error and not initializing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, user reported that there was an alert on cloverleaf engine and alert states that interface messages were not processing, pyxis formulary closing down error and not initializing. There were no adverse events or injuries reported based on this event.